Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the equipment did not turn on. There is no report of death or serious injury associated with this complaint.